Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis showed that the left ventricular lead impedance during testing was greater than 16,000 ohms. There was no lv pacing output. Further testing showed that the weld connection from the hybrid to the connector block appeared to have fractured at the end where it attaches to the connector block. This open circuited the path for the lv pacing output resulting in high lead impedance and no lv output.